Event description:
On (B)(6) 2025, a patient's father reported that the patient was brought to the ER for treatment of a low following a cartridge change where the father did not disconnect the patient for their infusion set. The patient's bg dropped to 60 mg/dl. At the ER, the patient was treated with i.v. Glucose and released 6 hours later.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The log review also confirmed the caregiver rewound the ilet and then completed the cartridge change, which likely lead to this event.